Event description:
It was reported that the during a patella fracture surgery, used a twinfix titanium 5.0 ultrabraid, when inserted, the suture broke. No patient injury was reported.

Manufacturer narrative:
One 72200755 twinfix¿ ti 5.0mm suture anchor returned. The complaint states: ¿during a patella fracture surgery, used a twinfix titanium 5.0 ultrabraid, when inserted, the suture broke.¿ and it also says: ¿the broken part is the tail-end of the device, not the suture. ¿the device is in relatively good condition with the exception of the anchor. The anchor has gouges and missing material from the numerous threads. The anchor hex is completely ripped off the anchor. A small mangled portion of the hex head was returned. The damages indicate entanglement with the guide wire, another device or instrument and force were factors. Per IFU recommendations ¿do not use sharp instruments to manage or control the suture.¿ no root cause related to the manufacture of the device was established.

Manufacturer narrative:
Description correction: it was reported that the during a patella fracture surgery, used a twinfix titanium 5.0 ultrabraid, when inserted, the tail-end of the device broke. No patient injury was reported.

Event description:
It was reported that the during a patella fracture surgery, used a twinfix titanium 5.0 ultrabraid, when inserted, the tail-end of the device broke. No patient injury was reported.